Event description:
It was reported that a user of the ilet experienced a hyperglycemia event with a blood glucose of 229 mg/dl without symptoms after performing a full supply change, and the agent advised waiting 90 minutes to assess downward trend. Symptoms included no reported clinical manifestations. Outcomes included no alerts or alarms, no requests for call back, and no escalation to emergency care or hospitalization. Investigation included a troubleshooting and education session conducted by the agent. Investigation of this case revealed no device alarms and no device malfunction reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.